Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient states their device is not working for them. Patient states they have gone to different settings and originally it seemed to be fine and they got fed up with the darn thing because it took so long to charge it and you had to do contortions just to get it to stay where it would be charging. Patient went back to start using it again and tried a couple of the other programs and they are going to the wrong side of the body. Patient also mentioned they noticed the stimulation is going down the left-hand leg where the problem is down the right hand and right hip but all the sensations are going down left-hand side of body. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Agent sent email to the manufacturer representative (rep). Additional information was received, it was reported there were no changes in environment that led to the event. The patient could sit with excellent showing with no movement, then would just change to good. It would go from 10% charged to full and it would take 1.5 - 2 hours. Just before the patient's appointment while charging it got to 80% and then it stated finished and would not continue charging. The next day it charged to full. The patient was re-doing the program and it was primarily on the left side and they were trying to move to right side. It was noted the cause of the stimulation going down left leg was a bone spur. The patient was meeting with their manufacturer representative to resolve the issue.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.